Event description:
Caller alleged that the following results were obtained on a neonate patient, using the inform ii system, less than 10 minutes apart: 44 mg/dl and 57 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Please reference (B)(4) for a related case with the same neonate customer. Device will not be returned.